Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), product type: extension. (B)(4).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported the extension was causing the patient irritation. The extension felt like it was pulling through is neck. It didn't feel like there was enough slack and it looked like there was a tendon bugling out of his neck. It was uncomfortable when he moved his head; it was tugging on the implant in his chest and pulling the wire in his head back and forth. They were told by their doctor that the extension was causing irritation as a result of scar tissue. The doctor had gone in on (B)(6) 2016 and cleared out the scar tissue but that made it even worse. The patient and the doctor were working together to see if the patient should go back into surgery to have the issue fixed again. The extension irritation issue occurred a few months after implant. It was further reported from the health care professional (hcp) that the cause of the event was bowstringing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.